Manufacturer narrative:
Investigation in-progress.

Event description:
Customer reported that the leakage issue, previously reported, has again occurred in a hospital where the same lot was recently supplied. It was almost escalated to the korean mfds, but the local sales representative managed to resolve it through a full refund of remaining stock.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the archive samples tested were within the product specification requirements. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. Unconfirmed.